Manufacturer narrative:
The customer¿s experience with dim displays was confirmed on the 6 returned display boards. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported 7 failed display boards. The technicians are doing pm¿s daily and finding them frequently. There was no report of patient involvement. The customer stated when received the shipment of the 7 display boards, one board had missing pins, a replacement board was shipped.